Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on due to damaged retractor band, pcba controller board and module controller. A field service engineer replaced retractor band, pcba controller board and module controller to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that when using the bd pyxis medstation es system, pyxis is down-no power not turning on. The customer tried different power outlet and yet the system not power on. During device inspection, a field service engineer found drawer retractor band needed replacement. However, the patient care was not interrupted due to maintenance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station will not power on. A field service engineer inspected station and found damaged retractor band, pcba controller board and module controller. Replaced affected components successfully to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that when using the pyxis medstation es system, pyxis is down-no power not turning on. The customer tried different power outlet and yet the system not power on. During device inspection, a field service engineer found drawer retractor band needed replacement. However, the patient care was not interrupted due to maintenance. There were no adverse events or injuries reported based on this event.